Event description:
It was reported that pericardial effusion, cardiac tamponade, cardiac perforation and death occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the versacross connect system and the was sheath were utilized for transseptal access under biosense 4d intracardiac echocardiography (ice) guidance. Following visualization of the interatrial septum, an inferior-mid septal crossing site was selected. After successful transseptal crossing, the radiofrequency (rf) wire was advanced and used with the dilator to dilate the septum in preparation for ice catheter advancement into the left atrium. Before the ice catheter could be advanced into the left atrium, a pericardial effusion was identified. The was sheath and the rf wire were removed, and 160 mg of protamine was administered to reverse heparin, with an activated clotting time (act) of 280 seconds at the time of administration. A pericardiocentesis was performed. Code blue was called, and one round of chest compressions was administered, resulting in return of spontaneous circulation. Approximately 650 ml of fluid had been drained, with an estimated blood loss of 225 ml. Pericardial drainage continued, and the recovered blood was recirculated through the groin via the was sheath. The patient's hemodynamic status was continuously monitored, and cardiovascular surgical intervention was needed. The patient was transferred from the electrophysiology (ep) laboratory to the operating room for further treatment. The patient passed away later in the evening.